Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that vitrector did not cut as normal, even setting down the cut rate to ten thousand cuts per minute during the vitrectomy surgery. The surgery was completed on the same day after replaced with stand alone cutter. There was no impact to the patient.